Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that two days after the procedure the hub and the tube disconnected. It was replaced with a new drainage catheter. The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation. There was no side effect to the patient reported.